Event description:
A surgeon reported that a giant air bubble came out of the infusion line during a vitrectomy procedure. It was also reported that bubbles entered the vitreous cavity and obstructed the surgeon's view of the eye. The surgeon attempted to remove the air bubbles using the vitrectomy probe, however the issue did not resolve as the bubbles were streaming from the infusion cannula. The surgeon replaced the infusion line and the case was completed without harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. The root cause has not been identified. (B)(4).